Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (load step malfunction) issue. It was reported that the pump was priming tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Follow-up # 1 date of submission 2/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/13/2017 with the following findings: there was no evidence of ¿no cartridge detected¿ warnings observed in the pump's black box history. There were multiple loss of prime alarm warnings observed in the black box history associated with a zero force associated with a non-primed pump. A load step malfunction was not duplicated during the investigation. The force sensor calibration was within specification. The pump was opened and the force sensor flex was found to have an intermittent open trace crack near the pin. Unrelated to the initial allegation, it was observed that the battery compartment was cracked. (B)(4).